Event description:
Boston scientific crm received information that this device was not implanted due to high out-of-range right ventricular (rv) pace impedance measurements. A boston scientific field representative reported the acute rv lead's pace and shock impedance measurements were normal when measured through a pacing system analyzer. The pace impedance measured through the device was greater than 2000 ohms, and just under 2000 ohms when the lead was disconnected, the terminal pin cleaned and reconnected. Another device of the same model was used and satisfactory lead measurements were obtained.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range, however, the diameter of the right ventricular spring contact component was found to be out of specification. This out of specification spring contact may have contributed to the clinical observations.